Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the mount did not disengage from the implant (tsvmb10). Another implant was used to complete the procedure.

Manufacturer narrative:
One imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was returned for investigation. Visual inspection of the as returned product identified that the implant and mount show minimal signs of wear about the threads and hex connections. Functional testing revealed that the mount hex was not even engaged in the implant when returned, and the mount screw could be easily removed from the implant. The mount was able to completely seat and disengage as normal when tested further. Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4). H3: device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.